Event description:
During a vaginal hysterectomy, the flare on the open forceps detached and fell off into the pt. The flare was recovered with no pt harm. Another like device was used to complete the procedure.

Manufacturer narrative:
The complaint was confirmed. The shim was detached from the jaw of the open forceps. The shim was returned with the device. It came off the jaw with the power cable. Evidence of adhesive present on the shim. None can be seen on the face of the forceps jaw. A note attached to the device stated that the hospital cleaned the device before shipment. Conclusion: bond failure between shin and forceps jaw.